Event description:
It was reported to the MFR by the facility ((B)(6)), per facility the pt was asked by the nurse to turn over. When the pt turned over, she fell out of the bed. The pt landed on the floor. The pt has a broken femur that required surgery and is still in the hosp as of this writing. (B)(6), central supply for (B)(6), stated that the bed was too small. As stated in the MFR's user-service manual for the ucxt bed, "an optimal bed system assessment should be conducted on each resident by a qualified clinician or medical provider to ensure maximum safety of the resident. The assessment should be conducted with the context of, and in compliance with, the state and federal guidelines related to the use of restraints and bed system entrapment guidelines."